Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The bilateral user presented at the clinic with complaint of poor hearing perception, especially with the contra-lateral (right) device. In situ measurements taken for this device on the left side showed affected channels. There is no reported accident or trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The bilateral user presented at the clinic with complaint of poor hearing perception, especially with the contralateral (right) device. In situ measurements taken for this device on the left side showed affected channels. There is no reported accident or trauma. A consultation with the surgeon is being scheduled.